Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (38) used 32gx6mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming. All 38 returned pen needles were examined, and it was observed that all 38 pen needles exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 38 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported during use the pen ndl 32g 6mm 3b tw 100ct us was unable or difficult to prime. The following information was provided by the initial reporter: the customer stated the "needle clogged during priming, stated that nothing comes out during priming." Consumer does not re-use devices.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pen ndl 32g 6mm 3b tw 100ct us was unable or difficult to prime. The following information was provided by the initial reporter: the customer stated the "needle clogged during priming, stated that nothing comes out during priming." Consumer does not re-use devices.